Manufacturer narrative:
Section h8: additional information. Manufacturer¿s investigation conclusion: the reported low speed events were confirmed through the review of the log file submitted by the account. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the low speed events that occurred while the patient was supported by the mobile power unit (mpu) could be indicative of driveline damage. The submitted log file contained approximately 9 days of data from 10apr2019 through 18apr2019. Low speed advisory alarms were captured on 16apr2019 at 04:20:22 and on 17apr2019 from 23:33:53-23:34:59, when speed dropped as low as 4580 rpm. Additionally, on 10apr2019 at 20:32:43, a low speed hazard alarm was captured when speed dropped to 2870 rpm. During all low speed events, the patient was connected to the mpu. No other atypical events or alarms were captured. For the remainder of the log file, the device appeared to be functioning as intended above the low speed limit. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The heartmate ii lvas instructions for use (IFU) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low speed advisory/hazard alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The patient remains ongoing on heartmate ii lvas, serial number vad-19459. No additional complaints have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that system controller history interrogation performed by the hospital clinician revealed low speed advisories. Technical services reviewed the submitted log files, and pump decelerations were confirmed while the mobile power unit was utilized. The patient was given an ungrounded power module patient cable. No additional information was provided.